Manufacturer narrative:
(B)(4)

Event description:
It was reported that: possible dissection and diminished femoral extremity blood flow at the access site revealed on post procedure angiogram. The issue was identified during a tavr procedure. A peripheral balloon angioplasty was performed , and a stent was placed. Patient was reported as fine. Additional information has been requested from the account.

Event description:
It was reported that: possible dissection and diminished femoral extremity blood flow at the access site revealed on post procedure angiogram. The issue was identified during a tavr procedure. A peripheral balloon angioplasty was performed , and a stent was placed. Patient was reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. Angiogram photos were obtained by vsi/teleflex indicating a radiopaque lock proximal to the bifurcation, and potential dissection with blockage of flow. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 79-year-old female patient (68kg), presented to the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit with ultrasound guidance. According to an angiogram photo submitted, the access was positioned at the bifurcation. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The right common femoral artery (cfa) was 6.8mm, clear of calcification, minimal tortuosity, with a measured depth of 5.5cm + 1cm. Issues were encountered advancing the manta depth locator. The manta instructions for use post warnings not to use manta if there is difficult dilation from initial femoral artery access (e.g., damaging, or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus comprom ising the accuracy of the puncture depth determined during the depth location procedure. Following the tavr, the activating clotting time recorded was 385, heparin and protamin were administered, and manta was deployed to the measured depth, although a post-deployment angiogram indicated a possible dissection with diminished flow. The physician deployed a peripheral balloon and expanding stent to address the occluded dissection. The time to hemostasis was approximately ten to fifteen minutes. The patient did not experience any harm, injury, or health consequence from this event and the outcome post-procedure was fine. Dissections are a common large-bore procedural complication. However, in this event, the dissection potentially could have occurred due to the combination of the physician encountering difficulty advancing the depth locator prior to manta deployment, and the access being located proximal to the bifurcation, which may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. The manta instructions for use posts warnings not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following potential adverse events rela ted to the deployment of vascular closure devices have been identified and include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. There appeared to be no product quality issue with respect to manufacture, documentation or labeling. The der process will continue to monitor and investigate any similar events.